Manufacturer narrative:
Submit date: 06/09/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 05/24/2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer states the nurse opened up giraffe to draw an abg through the arterial line, while rn was drawing the blood she noticed air bubbles coming along. Upon line inspection a small break was noted on the uac catheter. A small stain of uac fluid was noted on the bedding as well. Md and charge rn were notified immediately and the line was clamped and turned off in order to avoid infant from getting any air through the line. The customer further reported that the uvc was noted to be leaking just below the hub where the catheter is joined. Betadine was used to clean the skin area and the area was completely dried prior to insertion. It was difficult to secure and was sutured. Steri strips were used as the tape was not sticking to the babies skin. The uvc was inserted (B)(6) 2016 and was in continuous use. Heparin, continuous drip, was used to flush the line. The device is sterile and they did not clean it. The uvc was removed (B)(6) 2016 and was replaced with the same item code. The patient is critical but stable.

Manufacturer narrative:
Submit date: 08/30/2016. The device history record (DHR) review indicated that there was no quality issue associated with this reported condition. All dhrs are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could cause this event. Based on all gathered information the most probable cause could be attributed to damage during use such as inappropriate use of chemical agents or improper connection of the device if the instructions for use were not followed albeit unintentional. However, without the sample it is not possible to determine the exact a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls such as personnel training, incoming quality acceptance testing for raw material, (B)(4) in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specifications, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes. Follow up information received confirmed sample had been discarded.